Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. No device malfunction was suspected. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. No further information could be obtained despite good faith efforts.